Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On 01/25/2017: during follow-up, it was reported that the customer was hospitalized for elevated blood glucose (bg) levels above 600mg/dl and diabetic ketoacidosis due to the occlusion alarm earlier in the day. Reportedly, the customer was treated with an IV fluid drip and released from the hospital the following day. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 550mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer had changed the infusion set tubing and site prior to calling tandem customer technical support (cts). A pump system check was performed and the occlusion was found to be within the cartridge. The insulin observed exiting the luer lock appeared to be gel-like. During the call, a new cartridge and infusion set tubing were loaded and insulin was successfully resumed.